Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (458 mcg/ml at 250 mcg/day), clonidine (1557 mcg/ml at 848 mcg/day), bupivacaine (22.9 mg/ml at 12.5 mg/day), and dilaudid (3.3 mg/ml at 1.8 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. It was reported that the patient heard the pump alarm and went to the ER (emergency room). Pump interrogation indicated a pump motor stall. The pump logs showed that the pump motor stalled on (B)(6)-2016 at 21:50. The patient had not recently had an MRI and had no known exposure to magnets. The cause for the stall was unknown. The patient had pain, vomiting, and withdrawal like symptoms. The pump was put to minimum rate. The patient was given fentanyl patches, norco, phenergan, and oral clonidine to cover pain until the pump replacement on monday ((B)(6)-2016).

Event description:
Additional information was received from a health care provider via a product surveillance registry. The patient's family had contacted the managing physician when the patient was at the ER receiving care for illness. The pump logs were read on (B)(6) 2016. It was confirmed the pump was explanted on (B)(6) 2016 and the catheter was revised. The event resolved without sequelae on (B)(6) 2016. The event was related to the device or therapy and not to the implant procedure.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies. Specifically, a stall due to shaft bearing was found as well as corrosion and/or wear and/or lubrication. Conclusion code was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.